Manufacturer narrative:
Device evaluation of battery pack (B)(4) has been completed. The reported problem (does not power monitor) was confirmed. As received, the battery was unable to power a monitor and charge. Upon evaluation, there was contamination on the j2 connector. The cause of the inability to power a monitor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not power a monitor.